Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch.

Event description:
It was reported that the needle filter 19x1-1/2 tw experienced foreign matter contamination on the cannula. The following information was provided by the initial reporter: material no: 305200, batch no: 7290803. Per complaint description: on 27-mar-2019 the reporter called the distributor to request replacement of medication. The reporter stated there was a white lump of plastic on the hub of the supplied filter needle and the needle itself. The physician used a different office supplied syringe and needle to prepare the dose with the vial that came in the kit.